Event description:
The sales rep reported that during a rotator cuff repair that the metal faceplate on the customer¿s vapr premier 90 electrode fell off inside the patient&apos;s joint space. The surgeon completed the procedure with another like device with no patient consequences. The sales rep reported a delay but it was less than 30 minutes. The sales rep reported that the metal faceplate was not retrieved and x-rays were not performed. The sales rep reported that the surgeon marked his notes with this should not cause any patient harm. The sales rep reported that the generator was set to default settings of 240-120 and that the faceplate fell off immediately when the device was inserted into the joint space. The sales rep confirmed that the device was a new device and was not reprocessed. The sales rep reported that the customer used the neptune unit for suction for these devices. The sales rep was not present but confirmed with three staff that was present.

Manufacturer narrative:
Attempts have been made to retrieve additional information about the event and device. The additional information will reportedly be forwarded to depuy mitek however it is not known if it will be received within the 30 day reporting requirement, therefore, depuy mitek would like to file this initial medwatch report at this time. When and if additional information is received it will be reflected in a follow-up medwatch report. In process.

Manufacturer narrative:
The complaint device was received and inspected. Visual observation confirms the active tip is missing from the distal assembly. It was noted that active tip broke off at the leg on the distal tip assembly. No functional testing could be conducted due to distal tip breaking. This damage to the tip is consistent with damages investigated under an old CAPA. The overall complaint rate for this failure mode was observed to be well within the expected rate on the dfmea and therefore, the risk is considered acceptable and no further actions were taken. It is expected that a low number of these failures will continue to occur. A batch record review has been conducted and the results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the mitek complaints system revealed no other complaints for this lot of devices that were released to distribution. In addition, it was reported that no consequence to the patient were observed. The current complaint rate for this failure mode is well within the expected rates and therefore no further action is warranted. However, mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
The sales rep reported that during a rotator cuff repair that the metal faceplate on the customer¿s vapr premier 90 electrode fell off inside the patient's joint space. The surgeon completed the procedure with another like device with no patient consequences. The sales rep reported a delay but it was less than 30 minutes. The sales rep reported that the metal faceplate was not retrieved and x-rays were not performed. The sales rep reported that the surgeon marked his notes with this should not cause any patient harm. The sales rep reported that the generator was set to default settings of 240-120 and that the faceplate fell off immediately when the device was inserted into the joint space. The sales rep confirmed that the device was a new device and was not reprocessed. The sales rep reported that the customer used the neptune unit for suction for these devices. The sales rep was not present but confirmed with three staff that was present.